Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 190 mg/dl and 90 mg/dl. At a different time of day on (B)(6) 2019 the customer reportedly received the following results on the aviva system within 10 minutes: 130 mg/dl and 72 mg/dl. On a different day the customer reportedly received the following results on the aviva system within 10 minutes: 441 mg/dl and 131 mg/dl. Readings occurred with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.